Manufacturer narrative:
Correction: please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (brand name: nim® emg - endotracheal tube - trivantage® and product ID: 8229705). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section 4, ¿PMA / 510(k): device not cleared or sold in the us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for a procedure, intubation was performed correctly, without the use of muscle relaxant and/or lidocaine spray. After the connection of the patient's interface and the monitoring of the electrodes, apparently the electrodes were not recognized by the monitor. Made a new attempt to position a tube through direct visualization (videolarynx), and continuous no recognition. After various attempts, it was decided to perform new intubation. The procedure was delayed by 20 minutes and a back-up product was used to complete the procedure. There was no patient injury.

Event description:
It was reported that for a procedure, intubation was performed correctly, without the use of muscle relaxant and/or lidocaine spray. After the connection of the patient's interface and the monitoring of the electrodes, apparently the electrodes were not recognized by the monitor. Made a new attempt to position a tube through direct visualization (videolarynx), and continuous no recognition. After various attempts, it was decided to perform new intubation. The procedure was delayed by 20 minutes and a back-up product was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
H3:product analysis of the device found that visually, portions of the flex circuit were bent/creased when returned. Electrically, the maximum resistance from electrodes to pins is 20 ohms and the actual measurements were 16 ohms (blue with clear tubing), 12 ohms (blue), 12 ohms (red with clear tubing), and 13 ohms (red) which all electrodes were in specification. Functionally, the device was connected to a nim system, and the flex circuit leads were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and had no excessive feedback during the noise test. There was no intermittent behavior while manipulating the flex circuit, wire harness, or connectors. In the returned condition, there was no out of specification condition that was related to the complaint. H6: previously applied codes of fdm b17, fdr c20 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.